Manufacturer narrative:
Correction: the date of this report [b4] is april 17, 2023; not october 18, 2023, as previously reported. Per the clinic, the patient was placed under general anesthesia on (B)(6) 2023. This report is submitted on november 24, 2023.

Event description:
Per the clinic, the patient underwent a revision surgery on (B)(6) 2023, in order to cover the damaged silicone coating of the mp1 electrode with tissue and fascia. There are plans to explant the device; however, this has not occurred as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on november 08, 2023.